Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of a patient who did not wear a mask and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient cleaned the cat litter and did not wear a mask which resulted in peritonitis on an unknown date. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. On an unreported date, the patient recovered from the event of peritonitis. The outcome for the patient did not wear a mask was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd890525, gd890426, gd889493 and gd888131 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.